Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their heart rate went "down to 40" when the implantable pulse generator (ipg) is set to "60". The ipg remains in use. No further patient complications have been reported as a result of this event.